Manufacturer narrative:
On(B)(6)2020 the bwi product analysis lab found that the hemostatic valve was dislodged inside the hub--which is MDR reportable. Subsequently, on (B)(6)2020, the product investigation was completed. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. The physician was unable to feed dilator through the valve as a result. This occurred prior to use in the patient. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged to continue the case. There was no patient consequence. Device evaluation details: the hemostatic valve was found dislodged and the dilator was not returned. The friction ring and brim cap remained intact and not separated from hub; however, the hemostatic valve was found dislodged. A device history record was performed for the finished device, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. The physician was unable to feed dilator through the valve as a result. This occurred prior to use in the patient. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged to continue the case. There was no patient consequence.additional information received indicated no section broke off, but there was a white part of the valve that was floating in the clear hub and the dilator could not be advanced into the sheath. The hemostatic valve did not break into two or more pieces, and yes, the brim cap was floating in the clear hub.